Event description:
It was reported that the fiber broke and started end firing. A second fiber was tried, but it also broke and forward fired. The procedure was completed with a third fiber which also end fired. There were no patient complications. This complaint refers to the third fiber.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture, confirming the reported allegation. A distal circumferential fracture has the potential for forward firing; a forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. It is likely that the fiber was damaged as it was removed from the packaging, as it was inserted into the scope, or as torque force was applied during use. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the fiber broke and started end firing. A second fiber was tried, but it also broke and forward fired. The procedure was completed with a third fiber which also end fired. There were no patient complications. This complaint refers to the third fiber.